Event description:
The below report was received by health authority (reference number: (B)(4)) on 08-mar-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of device expulsion ("both implants had migrated in the uterus.") In an adult female patient who had essure inserted (lot no. D31448). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced device expulsion (seriousness criteria medically important and intervention required), aphasia ("difficulty finding her words"), memory impairment ("memory disorders"), dysphonia ("voice disorders"), gingival recession ("gum recession"), visual impairment ("difficulty seeing clearly"), lacrimation increased ("watery eyes"), cardiovascular disorder ("poor blood circulation (cold and white hands and feet)"), arthralgia ("left hip joint pain"), myalgia ("muscle pain (thighs)") and gait disturbance ("difficulty walking"). The patient was treated with surgery (hysterectomy (uterus and fallopian tubes)). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to aphasia, memory impairment, dysphonia, gingival recession, visual impairment, lacrimation increased, cardiovascular disorder, arthralgia, myalgia, gait disturbance or device expulsion. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4)) on (B)(6) 2023. The most recent information was received on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of device expulsion ("both implants had migrated in the uterus.") In an adult female patient who had essure inserted (lot no. D31448). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced device expulsion (seriousness criteria medically important and intervention required), aphasia ("difficulty finding her words"), memory impairment ("memory disorders"), dysphonia ("voice disorders"), gingival recession ("gum recession"), visual impairment ("difficulty seeing clearly"), lacrimation increased ("watery eyes"), poor peripheral circulation ("poor blood circulation (cold and white hands and feet)"), arthralgia ("left hip joint pain"), myalgia ("muscle pain (thighs)") and gait disturbance ("difficulty walking"). The patient was treated with surgery (hysterectomy (uterus and fallopian tubes)). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to aphasia, memory impairment, dysphonia, gingival recession, visual impairment, lacrimation increased, poor peripheral circulation, arthralgia, myalgia, gait disturbance or device expulsion. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. Batch no d31448 production date (B)(6) 2014 expiration date (B)(6) 2017. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.